Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a low voltage alarm occurring while the mpu was in use was not confirmed. The provided event log file contained data spanning approximately 6 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The provided periodic log file was also reviewed, recording events at approximately ~1 hour intervals. The recorded data spanned approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp), and data from the reported event date (B)(6) 2023 was unable to be observed. No atypical events were observed throughout the data. The mpu (serial number unknown) was not returned for analysis. Per additional information, the alarms were stated to have self-resolved. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were multiple low voltage recorded while connected to the mobile power unit (mpu) around 3:00 am on 09jan2023. The patient was asymptomatic. The log files were submitted for review for concern of low voltage alarms. The equipment appeared to be operating as intended. The alarm resolve by itself.